Manufacturer narrative:
The coil has not been returned as it was implanted in the patient and the pushwire was reported to be shipped back, but has not been received yet. Correspondence has been sent out for the pushwire. Once the pushwire has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil prematurely detached inside the microcatheter as it was being repositioned. The physician removed the delivery wire and was able to push the implant coil into the aneurysm with the guidewire. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured saccular aneurysm measuring 3.5mm x 1.8mm located in the acom. The blood flow was normal and the vasculature was moderate in tortuosity.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, only axium prime pushwire returned for investigation without the implant coil. The implant coil will remain in the patient. The pushwire found bent at the proximal end. The detach element was still attached to the pushwire with the implant coil and polypropylene filament broken off. There is no evidence of any detachment attempts by mechanical or manual methods. The coin was present and against the lumen stop. The shield coil was present and intact. No other anomalies were observed. Based on the analysis performed the axium prime coil was not have prematurely detached as the detach element was still attached. The implant coil was found to be broken off from the detach element, however the cause of the coil break cannot be determined. It is also possible that the coil became damaged and broke off during the reported repositioning if the coil was not retracted in a one-to-one motion with the implant pusher during repositioning. Per our instruction for use (ifus): warnings - "if axium¿ prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.